Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient's parents requested that the vns be turned off as the patient is progressing towards brain death. In this case, the manufacture is assuming brain death as death. No other relevant information has been received to date.